Event description:
It was reported during a prostate procedure, 1st fiber failure: fiber overheating, replace fiber message at 31,670 joules and 3:00 minutes of usage. The fiber was replaced. The 2nd fiber: fiber cap has detached and excessive activity at 60,446 joules and 10:00 minutes of usage. Patient outcome: no patient or user injury reported. This report is for the 2nd fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached; the metal cap is returned; the metal cap exhibits severe char; the outer flow tubing exhibits signs of melting at the open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.